Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a connection issue between the patient connector end of the transfer set and the titanium adapter; further described as ¿fail to fit; not able to connect with titanium adapter-tenckhoff catheter (non-baxter product) tightly¿. This was observed by the nurse at the hospital during transfer set replacement for peritoneal dialysis (pd) therapy. There was no allegation against the titanium adapter or the pd catheter, which were still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.